Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: high-energy treatment tool (high frequency, etc.) Was used without ensuring a sufficient distance from the tip. The event can be detected/prevented by following the instructions for use which state: bf-1t260 operation manual: chapter 3 preparation and inspection:3.2 inspection of the endoscope: inspection of the endoscope. Bf-1t260 operation manual: chapter 4 operation:4.2 using endo-therapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the plastic distal end cover of the distal end of the bronchovideoscope was burned. There were no reports of patient involvement.